Event description:
It was reported that the ilet user experienced difficulty completing a supply change, including incorrectly attaching infusion set tubing, deploying the infusion set improperly, and inserting an empty cartridge before a new cartridge was installed with assistance, after which the supply change was completed; blood glucose remained high following the event. Symptoms included hyperglycemia reaching 400 mg/dl and confusion/disorientation. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver, and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure related to deploying a new infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.